Event description:
The physician completed the laproscopic tubal ligation and removed the lower trocar from the abdomen. A small area of skin around the incision was reddened. The physician excised the reddened area and sutured the incision/entry site closed.